Event description:
It was reported the deflectable videoscope did not produce an image. This occurred during inspection in preparation for an undisclosed procedure. It was not disclosed if the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. A root cause could not be identified. Based on the results of the investigation and historical data possible causes includes it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated/corrected fields: b5, h2, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication errors b30 and e216. Corrosion on electrical contact of video plug. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction(s): due to damage on charged coupled device unit, scope communication error b30 occurred. Due to corrosion on electrical contact of video plug, scope communication error e216 occurred. No likely cause was identified for video plug corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional procedure information was provided.